Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. Visual inspection found scratches on top and side cover. Small gap back cover near serial number. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that the bipolar energy was not working. The site changed out the instrument and cord, with no change. The site advised that they were getting a tone, but no energy was being provided to the instrument tip. The site restarted the erbe, with no change. The site stated they would try using the synchroseal instead. The procedure was being completed as planned, with no reports of patient injury. The issue was escalated to intuitive field service.